Event description:
It was reported that dosing stopped shortly after the ilet user attempted to scan a freestyle libre 3 plus sensor, leading to approximately 12 hours without automated dosing. The user performed fingerstick checks and entered blood glucose manually into the ilet, and an agent assisted with scanning and activating the sensor in the ilet mobile app with a warmup period displayed. Symptoms included mental confusion and hyperglycemia peaking at 295 mg/dl. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to the user not starting a new sensor in a timely manner, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.